Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller and two batteries were not returned for analysis. Review of the manufacturing documentation and receiving inspection records confirmed that the associated devices met all requirements for release. Log file analysis revealed two power switching events due to a momentary disconnection between the controller and battery. The battery involved in the power switching event was (B)(4). The most likely root cause of the reported event can be attributed to a momentary disconnection between the controller and (B)(4). An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650de, exp. Date: 04/30/2017, mfg. Date: 04/30/2016; serial #: (B)(4), catalog #: 1650de, exp. Date: 05/31/2016, mfg. Date: 05/31/2015.

Event description:
A report was received that a patient experienced battery switching.  The site reported that the controller had been previously upgraded.  The patient reported that the batteries were at 100% when the issue occurred. The site reported that the event could be reproduced by manipulating the battery connections and/or cables.  The controller had not been dropped and the user had not used excessive force when connecting her power sources to her controller.  The event was not associated with any controller alarms or pump stop events. The patient's controller and two of the batteries were exchanged with no reported patient consequence.